Event description:
Healthcare professional reported they implanted a pre-styled valve. Near the end of surgery they noted a separation between the tissue and the cloth covering of the valve at the inflow. They used prolene suture to repair the opening.